Event description:
Information received by medtronic stated that the cracked in insulin pump case. No harm was required during medical intervention. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the case-corner of the belt clip rails found on 21-jun-2022.the pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and cracked retainer. Cosmetic damage was confirmed at the case-corner of the belt clip rails. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.